Event description:
The event is reported: after the closure of 2 clips on the right branch of the hepatic artery without any issue, one of the clips opened. Surgeon recovered it (nothing remained in the patient). Surgeon decided to use another cartridge of clips with another lot number; no other issues. No consequences for the patient. Patient's current condition is fine.

Manufacturer narrative:
Sample not received by MFR in time for this report.